Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of service repair history confirmed that there was no history of repairs in less than one year from service request order information. The root cause cannot be conclusively identified. Based on the results of the investigation the cause of the main board failure could not be identified. It has been 13 years and 2 months since the device was manufactured, it is considered to be a failure due to aging. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the gas pressure display on ucr decreases even though no gas is being sent. The flow rate and pressure are incorrect readings. The issue found before an unspecified procedure. The intended procedure was completed with another device. The serial number and model of the device used to complete the procedure was not provided. There was no patient harm or impact reported due to the event. No user injury was reported.

Manufacturer narrative:
The returned device was evaluated. Inspection found the reported flow rate incorrect reading was not able to be confirmed, however, the device pressure incorrect reading was confirmed. During testing of the device when the units¿ high flow insulation unit was power on without co2 gas inside, the pressure indicator displayed number one (1) instead of number zero (0) and the two (2) green leds of the bar graph for measuring pressure lit up at the same. The issue was noted to be caused by faulty main board and needs to be replaced. Unrelated to the reported issue, the top cover and front panel was found with minor scratches. The color of the front panel was noted to be minor faded and can be reuse. Investigation is ongoing. This report will be supplemented accordingly following investigations.